Manufacturer narrative:
Lead model 3391-40, lot# v619045, implanted: 2011-(B)(6), explanted: unknown.

Event description:
It was reported that during a follow-up visit the hcp performed an impedance test on the left lead and found all electrode pairs with contacts 0 and case were above 4,000 ohms. An x-ray was performed, but the hcp could not see any parts that were disconnected. The hcp scheduled a follow-up visit in two weeks. It was reported that there was no patient injury, but the patient's symptoms had never improved after the implant. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Extension: model 7482-95, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, extension: model 7482-95, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, lead: model 3391-40, lot#v619045, explanted: (B)(6) 2012, lead: model 3391-40, lot# 0205143643, implanted: implanted: (B)(6) 2011, explanted: (B)(6) 2012. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information showed the patient's extensions were 'extremely coiled' and would require surgery to replace. The patient was considering whether to go through with the procedure.

Event description:
Additional information receive reported that the ins was explanted at the patient's request as felt that the device was not helping in treating his ocd symptoms. The patient outcome was noted as "under observation". Interrogation of the explanted ins on (B)(6) 2012 showed therapy impedance measurements for both the left and right side of >4000 ohms. The battery status was noted as okay with a voltage of 3.06 and the capacity used of <(><<)>20% (hours used: 3598). If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the leads, lot # 0205143645 and 0205143643, revealed the outer insulation was twisted and the conductors were broken due to overstress/damage. Analysis of the implantable neurostimulator (ins) found no anomaly. Analysis of the extensions, serial #s (B)(4), revealed the bodies were cut through and the products were segmented.

Event description:
Additional information stated the event necessitated medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function. No other details were provided.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the event resolved without sequela on (B)(6) 2012. This was the day of system explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.